Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the device was explanted due to unresolved pocket infection. It was noted that another device was implanted in (B)(6) 2005. The patient reportedly had been doing well clinically with reported reduction of gastroparesis symptoms. Additional information was requested but not yet received at the time of the report.